Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had failed cubies. A field service technician pulled station out and removed the back panel, disconnected the bus cable and removed the back of the drawer, disconnected the row board cable for a few minutes and reconnected. And reassembled the drawer and connected the bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 3.1 cubies failed intermittently. The malfunction occurred at random times, but the user was able to access the medications without causing any delays in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis medstation system drawer 3.1 cubies failed intermittently. The malfunction occurred at random times, but the user was able to access the medications without causing any delays in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced intermittent failures in drawer 3.1 cubies. A field service engineer disconnected the bus cable and removed the back of the drawer, disconnected the row board cable for several minutes and reconnected it, then reassembled the drawer and connected the bus cable. However, another failure occurred, prompting the engineer to perform the same procedure on the other drawer to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.